Manufacturer narrative:
0.

Event description:
Cardiac arrest [cardiac arrest] . Pulled the caps off, the opaque needle cover did not come off [device malfunction] . Case narrative: this initial spontaneous report concerns of device malfunction and no adverse event in a patient (gender, age and race not reported) from the united states. The patient's age at the time of experience was not reported. On (B)(6) 2023, amneal pharmaceuticals received information from the other non-health care professional via a letter concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine auto-injector 0.3 mg (lot: g2200811x, exp date :-may-2024)(dose, frequency and therapy date not reported) for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Concomitant medications, medical history, history of procedures, allergies, smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. On (B)(6) 2023, the patient experienced an anaphylactic reaction and when the physician went to administer the epinephrine auto-injector and pulled the caps off the opaque needle cover did not come off. As this was this physician first use of this it was assumed it was needle safety cover and not something that should have been removed with the cap which lead to the patient not receiving the dose. Last action taken with epinephrine in relation to device malfunction and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. This case was considered as serious. The reportability of this case was expedited. Significant follow-up (#1) information was received on 29-dec-2023. Additional information was received from the nurse via an email. New information included reporter's information, patient information (initials, dob, age, gender, height, weight and race), current condition (start date and verbatim), route of product, allergic condition and current condition was updated. New fatal event cardiac arrest was added and removed no adverse event from the case. The patient was 65-year-old hispanic male patient. The product was given by the intramuscular route. Concurrent conditions included smoker and renal cell cancer. Allergies included penicillin, niacin and statins allergy. It was reported as on (B)(6) -2023, the patient experienced an anaphylactic reaction following a CT contrast and when the physician went to administer the epinephrine, auto-injector was opened and cap was removed the patient was stabbed and syringe did not appear to penetrate the skin. No puncture mark was visible. Attempted again and no puncture mark visible or visible needle. Only after ems arrived did the rn/md noticed that the opaque sheath was a cover and not a safety feature. On the same date, post anaphylactic reaction, the patient had a cardiac arrest and died. It was unknown if an autopsy was performed. Last action taken with epinephrine in relation to cardiac arrest and device malfunction were not applicable. De-challenge and re-challenge were not applicable. The outcome of cardiac arrest was fatal, whereas the device malfunction was unknown. This case was considered as serious. The reportability of this case was expedited.

Event description:
Cardiac arrest [cardiac arrest]. Pulled the caps off, the opaque needle cover did not come off [device malfunction]. Case narrative: this initial spontaneous report concerns of device malfunction and no adverse event in a patient (gender, age and race not reported) from the united states. The patient's age at the time of experience was not reported. On 28-dec-2023, amneal pharmaceuticals received information from the other non-health care professional via a letter concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine auto-injector 0.3 mg (lot: g2200811x, exp date :-may-2024)(dose, frequency and therapy date not reported) for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Concomitant medications, medical history, history of procedures, allergies, smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. On (B)(6) 2023, the patient experienced an anaphylactic reaction and when the physician went to administer the epinephrine auto-injector and pulled the caps off the opaque needle cover did not come off. As this was this physician first use of this it was assumed it was needle safety cover and not something that should have been removed with the cap which lead to the patient not receiving the dose. Last action taken with epinephrine in relation to device malfunction and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. This case was considered as serious. The reportability of this case was expedited. Significant follow-up (#1) information was received on 29-dec-2023. Additional information was received from the nurse via an email. New information included reporter's information, patient information (initials, dob, age, gender, height, weight and race), current condition (start date and verbatim), route of product, allergic condition and current condition was updated. New fatal event cardiac arrest was added and removed no adverse event from the case. The patient was 65-year-old hispanic male patient. The product was given by the intramuscular route. Concurrent conditions included smoker and renal cell cancer. Allergies included penicillin, niacin and statins allergy. It was reported as on (B)(6) 2023, the patient experienced an anaphylactic reaction following a CT contrast and when the physician went to administer the epinephrine, auto-injector was opened and cap was removed the patient was stabbed and syringe did not appear to penetrate the skin. No puncture mark was visible. Attempted again and no puncture mark visible or visible needle. Only after ems arrived did the rn/md noticed that the opaque sheath was a cover and not a safety feature. On the same date, post anaphylactic reaction, the patient had a cardiac arrest and died. It was unknown if an autopsy was performed. Last action taken with epinephrine in relation to cardiac arrest and device malfunction were not applicable. De-challenge and re-challenge were not applicable. The outcome of cardiac arrest was fatal, whereas the device malfunction was unknown. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#2) information received on 15-jan-2024. New information received includes qa investigation report, attached with this case. On (B)(6) 2023, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g220811x, ¿opaque needle cover did not come off¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿sheath mot removed by sheath remover¿. The cmo pfizer investigation was not warranted as the complaint was related to the assembly of the device at phillips. An investigation was performed by phillips on the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. Per the electronic batch record, all in-process inspections and assembly qa release samples met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. There has been one (1) other complaint reported for lot g220811x for the past 24 months related to sheath not removed by sheath remover. On 26 dec 2022, (B)(4) was reported for ¿device malfunction¿. The investigation associated with epinephrine injection usp auto-injector 0.3 mg; lot g2210x for the complaint category ¿ sheath not removed by sheath remover; for the reported complaint ¿device malfunction¿ determined the manufacturing or assembly did not attribute to the reported complaint. The reported complaint was not confirmed in the retain review. The reported sheath removed not removing the sheath could not be confirmed in the photos provided by the reporter. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. There have been eight (9) other, similar complaints reported in the complaint category ¿sheath not removed by sheath remover¿ in the past 24 months. None of the 9 similar complaints were attributed to the manufacturing process. Based on the retain review and testing the retain tested conformed, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation. One (1) photo was provided of the complaint sample. One (1) photo was provided. In the photo is an epinephrine auto-injector 0.3mg, lot g220811x exp may 2024. In the photo half the body of the device could be seen, including the needle end. The sheath remover was not present on the device, and the sheath remover was not present in the photo. The needle sheath was protruding from the device and it appeared to have solution inside. Due to the image quality solution inside the sheath could not be confirmed. The sheath appeared to be intact and defect free on the portion that could be seen in the photo. The device was in a fired state as the drug package was advanced forward and obscuring the viewing window. In addition, the needle sheath was projecting from the red nose cap. Both evidence the device was fired. Based on the photo provide the reported complaint of ¿opaque needle cover did not come off¿ could not be confirmed. It is only known that the device had a sheath remover on the device. A root cause of user error could not be determined based on the information provided and no complaint sample was returned. The instructions for use (IFU) were reviewed and there are adequate instructions for administration. As per the IFU, ¿pull off both blue caps. You will now see a red tip. Grasp epinephrine injection in your fist with red tip pointing downward. (Note, there is a picture in the IFU showing both blue caps being removed. The sheath remover photos shows the sheath bulb tip as part of the sheath remover.) The needle comes out of the red tip. To avoid accidental injection, never put your thumb, fingers of hand over the red tip. If accidental injection happens, get medical help right away. Put the red tip against the middle of the outer thigh at a 90 degree angle. Press down hard and hold firmly against thigh for approximately ten (10) seconds to deliver the medicine. Only inject into the middle of the outer thigh. Check the red tip. The injection is complete and you have received the correct dose of the medicine if you see the needle sticking out of the red tip. If you do not see the needle repeat steps.¿ if addition, there are instructions for after use disposal. As per the IFU, ¿carefully cover the needle with the carrying case.¿ (note, there is a picture in the IFU showing the device red needle tip with exposed needle) the investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g220811x for the complaint category ¿ sheath not removed by sheath remover; for the reported complaint ¿opaque needle cover did not come off¿ determined the manufacturing or assembly did not attribute to the reported complaint. The reported complaint was not confirmed in the retain review. The reported sheath removed not removing the sheath could not be confirmed in the photo provided by the reporter. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to cardiac arrest and device malfunction were not applicable. De-challenge and re-challenge were not applicable. The outcome of cardiac arrest was fatal, whereas the device malfunction was unknown. This case was considered as serious. The reportability of this case was expedited. Follow-up (#3) information was received on 26-jan-2024. Additional information was received from the doctor's office via an email. New information included event details updated and amended investigation report attached. It was reported that hcp did not use a second auto-injector, the md used a vial of epinephrine instead. There was medically assessed amended qa report associated with this case. Investigation report received on 26-jan-2024 is attached. The complaint sample was returned on 23 jan 24 and inspected on 24 jan 24 from the complaint sample return kit provided by impax - amneal. One (1) 0.3 mg auto-injector was returned, which included samples from lot g220811x exp may 2024. One (1) epinephrine auto-injector 0.3 mg, was returned loose inside the return shipper. The needle was protruding from the red nose cap, unsheathed. The sheath remover was returned loose inside the return shipper. There were no blue caps (sheath remover or safety cap) returned. The sheath was visually inspected and there was no solution inside the sheath and no defects observed. The auto-injector was inspected, and no defects were observed. The device was in a fired state as the needle extended from the red nose cap 0.4950¿ and was in specification (0.4"- 0.6"). The adjustment screw was advanced and was seated against the stop collar confirming a 0.3mg dose was delivered. The needle was viewed under a microscope and skin tissue was present. There was also potential skin tissue and red residue observed on the inside of the red nose cap. All components were present inside the device, there were no defects observed. Based on the complaint sample evaluation the reported "opaque needle cover did not come off" was not confirmed as the sheath had been removed from the auto-injector, the device had been fired and delivered a dose, and skin tissue was observed on the needle, indicating administration into the patient. A root cause of user error could not be determined based on the information provided by the reporter as the returned complaint sample condition (device fired with needle exposed, sheath removed and evidence of dose delivery to a patient) was not the same condition as the photo provide by the reporter (device fired with sheath attached to the device covering the needle). Based on the complaint sample evaluation the reported complaint was not confirmed as the sheath had been removed from the auto-injector, the device had been fired and delivered a dose, and skin tissue was observed on the needle, indicating administration into the patient. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to cardiac arrest and device malfunction were not applicable. De-challenge and re-challenge were not applicable. The outcome of cardiac arrest was fatal, whereas the device malfunction was unknown. This case was considered as serious. The reportability of this case was expedited. This case has aepqc associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.